Event description:
It was reported that during a procedure the cordless driver 2 handpiece was stuck in reverse when the user pushed the button. There was no patient or user adverse consequence associated with this event. The procedure was completed successfully with another cord.

Event description:
It was reported that during a procedure the cordless driver 2 handpiece was stuck in reverse when the user pushed the button. There was no patient or user adverse consequence associated with this event. The procedure was completed successfully with another cord.

Manufacturer narrative:
The reported run-on was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, it was noted that the trigger magnet was loose, which can lead to the reported event.